Event description:
MDR decision date: (B)(6) 2012 - no serious injury alleged. Malfunction alleged. Dealer states rivet below the darker gray crossbars in front is bent and loose. It allows the crossbars and the top part of the walker to slide down the frame. No demographics. MDR filed.